Event description:
It was reported that the device displayed malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if any further issues arise.